Manufacturer narrative:
This report is being filed to correct field h6: impact codes

Event description:
It was reported that the smartpass feature was noted to have disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD) due to low signal amplitude r-wave measurements. The automatic setup process was performed, however, the r-wave amplitude measurements were too small. It was noted that the patient had gained weight. Additional information was received that a revision procedure was performed nine days later. The physician placed the device deeper/closer to the ribs, and improved signal amplitude measurements were observed. No additional adverse patient effects were reported. This device remains in service. It was reported that this s-ICD and electrode exhibited small signal r-wave measurements and oversensing that resulted in delivery of an inappropriate shock. Review of the stored episode showed a wandering baseline and noted low out of range shock impedance measurements of 25 ohms following shock delivery. Review of stored device data also showed stored untreated episodes with a wandering baseline. The patient was noted to have a high body mass index with loose skin. It was also noted that the patient was undergoing dialysis treatment. An attempt was not made to try to see if noise could be produced due to the patient having some pain. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that the s-ICD and electrode were later explanted and returned with no additional information. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the smartpass feature was noted to have disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD) due to low signal amplitude r-wave measurements. The automatic setup process was performed, however, the r-wave amplitude measurements were too small. It was noted that the patient had gained weight. Additional information was received that a revision procedure was performed nine days later. The physician placed the device deeper/closer to the ribs, and improved signal amplitude measurements were observed. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the smartpass feature was noted to have disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD) due to low signal amplitude r-wave measurements. The automatic setup process was performed, however, the r-wave amplitude measurements were too small. It was noted that the patient had gained weight. Additional information was received that a revision procedure was performed nine days later. The physician placed the device deeper/closer to the ribs, and improved signal amplitude measurements were observed. No additional adverse patient effects were reported. This device remains in service. It was reported that this s-ICD and electrode exhibited small signal r-wave measurements and oversensing that resulted in delivery of an inappropriate shock. Review of the stored episode showed a wandering baseline and noted low out of range shock impedance measurements of 25 ohms following shock delivery. Review of stored device data also showed stored untreated episodes with a wandering baseline. The patient was noted to have a high body mass index with loose skin. It was also noted that the patient was undergoing dialysis treatment. An attempt was not made to try to see if noise could be produced due to the patient having some pain. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the smartpass feature was noted to have disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD) due to low signal amplitude r-wave measurements. The automatic setup process was performed, however, the r-wave amplitude measurements were too small. It was noted that the patient had gained weight. Additional information was received that a revision procedure was performed nine days later. The physician placed the device deeper/closer to the ribs, and improved signal amplitude measurements were observed. No additional adverse patient effects were reported. This device remains in service. It was reported that this s-ICD and electrode exhibited small signal r-wave measurements and oversensing that resulted in delivery of an inappropriate shock. Review of the stored episode showed a wandering baseline and noted low out of range shock impedance measurements of 25 ohms following shock delivery. Review of stored device data also showed stored untreated episodes with a wandering baseline. The patient was noted to have a high body mass index with loose skin. It was also noted that the patient was undergoing dialysis treatment. An attempt was not made to try to see if noise could be produced due to the patient having some pain. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that the s-ICD and electrode were later explanted and returned with no additional information. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the smartpass feature was noted to have disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD) due to low signal amplitude r-wave measurements. The automatic setup process was performed, however, the r-wave amplitude measurements were too small. It was noted that the patient had gained weight. Additional information was received that a revision procedure was performed nine days later. The physician placed the device deeper/closer to the ribs, and improved signal amplitude measurements were observed. No additional adverse patient effects were reported. This device remains in service. It was reported that this s-ICD and electrode exhibited small signal r-wave measurements and oversensing that resulted in delivery of an inappropriate shock. Review of the stored episode showed a wandering baseline and noted low out of range shock impedance measurements of 25 ohms following shock delivery. Review of stored device data also showed stored untreated episodes with a wandering baseline. The patient was noted to have a high body mass index with loose skin. It was also noted that the patient was undergoing dialysis treatment. An attempt was not made to try to see if noise could be produced due to the patient having some pain. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that the s-ICD and electrode were later explanted and returned with no additional information. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. Visual inspection noted several tool marks and a potential arc mark on the device case. The device was returned with no tones and no telemetry. The device case was then opened to facilitate inspection of the internal circuitry. Visual inspection of the internal components found electrical overstress due to arcing on the device case. Based upon analysis of the associated electrode, which, noted severed ends in addition to the arc marks on the device case, the observations were felt to be consistent with post explant damage. Additionally, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.